Event description:
Allergan rep rec'd a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No add'l info was provided. F/u findings: pfn was rec'd by allergan. Event description states: "removal of band system for weight re-gain and dysphasia," no info if a replacement was used. The device was returned and analyzed. The serial number initially provided by the rptr indicates the replacement device. Per the surgeon's office, the serial number for the device is not available.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the buckle and the band tubing were broken with striations consistent with surgical end cut to remove the device. Analysis also notes missing material, pulled material, and evidence of coring of the damaged port septum likely to have been caused by the use of a coring needle. Dysphagia and inadequate weight loss are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B)(6) 2000, clinical study, 299 pts total)."